Event description:
During the initial implant procedure, the patient developed a perforation of the epicardium while maneuvering the catheter. Later during the procedure, the perforation resulted in a pericardial effusion which resulted in the patient losing consciousness and ceasing breathing. Cardiopulmonary resuscitation was administered until the patient stabilized. The implant procedure was abandoned. No allegation of malfunction was made against the catheter. Lead implantation is still being considered. However, no further intervention was performed at this time. The patient was in stable condition.

Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.